Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "broken device" diagnosed with MRI. Ultrasound identified, "...a thin layer of periprosthetic effusion, reactive-looking lymph nodes....and a small fluid collection (14 mm)". The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported, right side "broken device". Diagnosed with MRI. Ultrasound identified, "a thin layer of periprosthetic effusion, reactive-looking lymph nodes. And a small fluid collection (14 mm)". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and lymphadenopathy. Clarification to h6: (investigation findings, investigation conclusions): device photos were received and are under investigation.